Event description:
Discordant false positive immulite 2000 xpi toxoplama igg results were generated on four patient samples. Customer has not provided data. There was no known report of treatment given or withheld based on the discordant toxoplasma igg results.

Manufacturer narrative:
Siemens is currently investigating the issue.

Event description:
Discordant false (B)(4) immulite 2000 xpi toxoplama igg results were generated on four patient samples. Customer has not provided data.there was no known report of treatment given or withheld based on the discordant toxoplasma igg results.

Manufacturer narrative:
(B)(4):siemens has investigated the issue and has determined that the frequency of the false (B)(4) patient results reported is within.the IFU specificity claim of (B)(4) for the immulite systems toxoplasma igg assay.